Manufacturer narrative:
Additional information: d10, h3, and h6: the reported events of loss of capture and low sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture and low sensing were noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was stable with no consequences.